Manufacturer narrative:
Additional information: additional information was received and it was learned that the lens was implanted in a female patient's right eye on (B)(6) 2017. The physician performed a yag on (B)(6) 2017 and thought that would fix the issue, however, on (B)(6) 2017 he saw the patient and still complained of the rings and halo. The physician indicated that the patient even drew about 6-7 rings showing them what she sees and it was exactly what the physician saw when he examined her under the microscope. The patients vision is good 20/25 +3. There are no plans to remove and replace the lens as he does not do that at his facility and recommended that the patient seek a second opinion. If implanted, give date: (B)(6) 2017. No further information was provided. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as it remains implanted. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations requested for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient has been complaining of halo's and glare after implantation of a zcb00 17.5 diopter intraocular lens. The patient is miserable to the point of crying. The patient has been complaining for a while so the physician performed an yttrium aluminium garnet (yag) laser procedure. The customer indicated that the surgery took place in (B)(6) 2017 and believes that the patient is a bilateral patient. When the physician looked at her eye through another slit lamp or a microscope, the physician observed rings. It was further noted that the patient would draw about 4 to 5 rings in the air and that is exactly what the physician saw. No further information was provided.